Manufacturer narrative:
Additional information was received that it was clarified that the ipg was functional however, it was not working for the patient and there was no issue with the device. No device malfunction was suspected.

Event description:
A report was received that the patient had a non-functional device. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion70 cm lead kit. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, lot #: 16552648, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a non-functional device. The patient underwent an explant procedure.